Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient used purewick female external catheter the first night and did not urinate throughout the night. When the patient used the restroom in the morning, noted that there was blood in the urine. Patient went to the clinic for a urinary tract infection and was placed on antibiotics. Also stated that, on the second night the patient tossed and turned, which made the wick come out of place and experienced leaking. And the third night, again the patient experienced leaking. Liberator representative provided wick preparation and placement instructions.

Event description:
It was reported that the patient used purewick female external catheter the first night and did not urinate throughout the night. When the patient used the restroom in the morning, noted that there was blood in the urine. Patient went to the clinic for a urinary tract infection and was placed on antibiotics. Also stated that, on the second night the patient tossed and turned, which made the wick come out of place and experienced leaking. And the third night, again the patient experienced leaking. Liberator representative provided wick preparation and placement instructions. Per additional information received via email on 08jul2021, the customer did not allege the purewick contributing to the urinary tract infection.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.